Event description:
.Ipr/ it was reported that the pt expired in 2007, after 1 month of implant duration due to unk reasons. Per surgeon's response: the device was not explanted, death was not attributed to the device, no other info were provided.

Manufacturer narrative:
Device not returned.